Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet, with a documented nadir of 54 mg/dl, and elected to remove the pump for a weekend and later perform a factory reset to restart the learning period under a stable routine. Symptoms included fatigue during the hypoglycemic episode. Outcomes included successful self-treatment with oral glucose and no need for outside assistance or medical intervention. Investigation included troubleshooting and user education on proper use, supply change, and the learning period, with guidance provided for a factory reset and resumption of automated therapy. Investigation of this case revealed no device malfunction reported; the cause of hypoglycemia remained unclear, and the plan focused on reinitiating the learning period to optimize insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear and user re-education with a controlled re-start was indicated. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.